Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 22, 2015. (B)(4). The actual sample was not returned for evaluation. Review of the device history record revealed no anomalies. A retention sample from the same product code / lot number combination was obtained for testing. The retention sample was visually inspected during which no anomalies were noted. The sample was then set up on a sarns drive motor built into a saline circuit. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the sample was observed fro any running sound anomalies. No abnormalities were detected coming from the device. The squealing sound could not be replicated. The issue is likely due to an abnormal interaction between the seal rotor and the stator surface; the complaint was confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass there were very high pitched squeals coming from the delphin pump. It was reported that this happens frequently, typically when temperatures within the circuit are below 30 degrees. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.